Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Half remains implanted; disposition of remainder of device is unknown.

Event description:
It was reported that during a left elbow dislocation fracture surgery the cannulated screw asnis 3, 4,0x46mm broke in 2 parts during insertion; the distal part remained fixed within the skeletal segment, its removal could have jeopardized the outcome of the surgery. Consequently, the screw had to be replaced, delaying the execution of the surgical procedure. The length of the delay has not been reported.